Event description:
It was reported that post-paced t wave oversensing was observed on a stored egm during follow up. Patient was asymptomatic. Programming changes were made.

Manufacturer narrative:
(B)(4).